Event description:
A report was rec'd that the pt is experiencing charging difficulty which may have been caused by electrocautery used during a non-device related surgery. The pt will undergo ipg replacement procedure.